Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 30, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received cut in half inside a plastic wrap. Lens removal was attempted; however the lens could not be removed. No further evaluation could be performed. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was removed from a patient¿s right eye due to incorrect intraocular lens power. The lens was explanted during secondary surgical procedure. There were no reports of patient injury, surgical or medical interventions, or prescribed medications to prevent permanent impairment. The patient outcome was reported as loopy due to post-op. No further information was provided.

Manufacturer narrative:
Section b3: date of event: unknown/not provided. The best estimate date is between may 15, 2025 and aug 11, 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.